Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 09 and 10 were jammed and did not open. The user stated that the drawers would neither close fully nor open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 09 and 10 were jammed as they were matrix drawers, an item may have been stuck between the compartments. The technical support specialist found the issue and escalated the issue to field service engineer (fse). The fse found a wire pulled from the plug for drawer 10 and was able to reseat it back into the plug. The fse manually released drawers 9 and 10 to access the paper jams located at the back of the machine and between the drawers. The system functioned as intended after the field service engineer repaired the device.